Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broken cuff tab was not returned, no adverse patient health impact has been reported. Based on the information reviewed and vc cause analysis white paper, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, analysis of the second returned prostyle device found a cuff tab detachment that was not returned. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic angiogram procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.